Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated call service alarms relating to a communication issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: the pump's black box and alarm history showed one call service 088 alarm on (B)(6) 2014. The returned battery cap and cartridge caps were undamaged and able to fit securely. There was evidence of moisture corrosion observed on the battery compartment and cap. The battery compartment was cracked at the threads on the side. The pump failed a leak test due the battery compartment leak. The pump powered on with a continuous high pitch sound. The ez-prime steps were performed correctly. The pump alarmed with a call service 088 alarm during the 24 hour duration test. The pump¿s cover was removed and further moisture ingress was found to the printed circuit board inside the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).